Manufacturer narrative:
(B)(4). Evaluation codes: method -(other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, intervention for "further fixing astigmatism" was performed following icl implantation almost two years ago. According to the dcr, dated on 09/04/2014, lri (relaxing limbal incision) was performed on (B)(6) 2013 to address residual refractive error (astigmatism) due to a patient pre-existing ocular condition (corneal astigmatism) and was not related to the device. No other medically or surgically intervention was performed or scheduled. The prognosis was good and va was 20/20. Per dfu "indications the visian icl is indicated for use in adults 21-45 years of age - for the correction of myopia in adults with myopia ranging from -3.0d to <-15.0d with less than or equal to 2.5d of astigmatism at the spectacle plane; for the reduction of myopia in adults with myopia ranging from greater than -15.0d to -20.0d with less than or equal to 2.5d of astigmatism at the spectacle plane; " and therefore the safety and effectiveness of the visian icl for the correction of moderate to high myopia has not been established in patients with greater than 2.5d of astigmatism. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his left eye (os). The patient reported had limbal relaxing incision due to corneal astigmatism. The icl was implanted on (B)(6) 2012 and remains implanted. The facility indicated the date of the last post-op visit was (B)(6)2013. The duration of the event was from (B)(6)2012 to (B)(6) 2013 and has been resolved. The prognosis is good and the va post-op treatment was 20/20.